Event description:
The account stated they saw smoke coming out of the top of the prism analyzer. The account turned off the prism analyzer. Additionally, the prism analyzer gave error 40-909, xy table controller bad response (254) during sampling in the morning prior to seeing the smoke. Service was requested for the prism analyzer. No injury to the operator was reported.

Manufacturer narrative:
Abbott service discovered some loose wire strands from z2 axis pipettor drive. Some wire strands were going inside the xy axis card cage from the bottom. Service replaced the z1 and 2 axis drive cables and the xy controller card cage for resolution. The abbott prism operations manual should be referenced: hazards, notes "caution" associated with electrical, mechanical and physical hazards. Operating instructions, includes instructions for an emergency power off the system. This is a final report.